Manufacturer narrative:
Manufacturer's investigation conclusion: the reported pump stop event was confirmed through the analysis of the log file that was provided by the account. Although a specific cause for this event could not conclusively be determined, based on past experience with the heartmate ii left ventricular assist system and similar reported events, the captured event appeared consistent with a potential driveline issue. The account also reported that the patient experienced a syncopal episode, however a direct correlation with the heartmate ii lvas could not be determined through this evaluation. The submitted log file contained data from 24mar2019 through 10apr2019. On (B)(6) 2019, a pump stop event occurred while the patient was supported by the power module, resulting in low speed and low flow hazard alarms. After the event, the pump resumed operation at the fixed speed without issue. No other atypical alarms were captured in the file. The patient remains ongoing on heartmate ii left ventricular assist system. The heartmate ii left ventricular assist system instruction for use contains information regarding pump speed, power, flow, and pulsatility index. This IFU and the hmii patient handbook contain sections on ¿caring for the driveline (percutaneous lead),¿ and explain that all heartmate ii lvad drivelines have the potential for breakdown to occur dependent upon length of use and patient handling. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device- 1 year and 3 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient reported to the clinic and complained of pump stops and low flows alarms. The patient had a syncopal episode that occurred on (B)(6) 2019. Log file submitted for review captured a pump stop on (B)(6) 2019; however, there is not enough log file evidence to confirm the cause of this pump stop. Additional information was requested but was not provided.

Manufacturer narrative:
The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Additional information reported that the patient remained asymptomatic and was not admitted; however, was given an ungrounded cable for use at home. No further events on history. The patient is stable.